Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call that they experienced sensor anomaly. The customer's blood glucose value was 215 mg/dl. The customer stated that threshold suspend triggered. The customer also had sensor glucose value of 70 mg/dl or 80 mg/dl and blood glucose of 118 mg/dl. The customer reported that bent sensor cannula occurred on the first day of use. The product was returned for analysis.